Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac). Thereafter, the patient was followed up at another hospital and his condition was favorable until (B)(6) 2025, the last follow-up before this report. On (B)(6) 2025, the patient visited the hospital, presenting with back pain. A CT scan showed a distal stent graft-induced new entry tear (dsine). On the same day, a reintervention was performed. Two additional ctag acs were implanted. The patient tolerated the procedure. The reporting physician commented as follows: the cause of dsine could not be determined. The patient¿s poor vessel condition might have been one of the causes.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all the pre-release specifications. H6: imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ five radiographic jpeg images provided for evaluation. ¿ no name, date, or demographics on the images. ¿ cannot manipulate the images in any way. (Window leveling, rotating, etc.) ¿ cannot provide diameter or length measurements with jpeg images. ¿ colored annotations on the images completed before submission to gore. ¿ jpeg # 1 shows: o 3d reconstruction image o this patient presents post surgical procedure in the thoracic aorta. Confirmed by the presence of a proximal anastomosis distal to the coronary arteries. O this image appears to show a vessel bypassed and at least one device is implanted in the arch into the descending thoracic aorta (dta). O there appears to be a pseudoaneurysm at the distal end of the implanted device. O cannot confirm this is a dissection on the images provided. ¿ jpeg # 2 shows: o image shows a marker pigtail catheter advanced in the dta into the implanted gore® tag® conformable thoracic stent graft previously implanted. O cannot confirm there is a dissection in the thoracic aorta without dicom cta axial imaging. ¿ jpeg # 3 shows: o image appears to show 2 ctag devices implanted. O white arrow identifies the distal gold band of the first implanted ctag. (The only gold band identifiable with this jpeg image.) O cannot confirm there is an endoleak or anomaly at the red arrow provided from the site with available images. ¿ jpeg #4 shows: o 3d reconstruction image o image appears to be a pre-implantation image. O the aortic arch and proximal dta appear to be heavily calcified. O cannot identify ascending/arch repair on this image. ¿ jpeg #5 shows: o poor image quality. O cannot confirm there is more than one ctag implanted on this image. O if there is a goldband under the green annotation completed at the site, this hides the anatomy for confirmation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.